Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Healthcare provider said they are doing a battery replacement today because the pt may have had overdischarged too many times and battery may have entered eos state. Rep. Said they had run impedance test and now were looking at a report of the pt's impedance results and had double xx's all over the chart. Rep. Wanted to know what double xx's meant. Mdt rep. Said pt had elevated impedance results on 3, 5, 9, 10, and 15 with electrode 1 at 922 and electrode 15 at 922. Tss discussed options with rep.